Manufacturer narrative:
The customer was contacted for the return of suspect device. The customer indicated that they reinstalled the knob and the device is working as intended. The device will not be returning to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered up in the incorrect mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.